Event description:
The customer reported occlusion alarms on the pump, leading it to stop all deliveries. This issue was causing the customer's blood glucose levels to rise. The customer declined troubleshooting, and no corrective actions were recorded in the report.